Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 477 mg/dl. The customer having issues with the high blood glucose and no delivery. The customer experienced symptoms such as nausea and abdominal pain. Customer treated for high blood glucose with syringe and bolus. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer is not calling back to perform an high pressure test. Customer reported that they had bent cannula and site location was abdomen. The insulin pump will not be returned for analysis.